Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported on the adc device. A customer reported receiving an unspecified high sensor scan and experienced a loss of consciousness. The customer was unable to self-treat and was provided ¿jubin¿ (glucose) by the wife and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor low signal was observed. The sensor was de-cased and visual inspection was performed. No issues were observed. This issue is not confirmed to early sensor removal. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported on the adc device. A customer reported receiving an unspecified high sensor scan and experienced a loss of consciousness. The customer was unable to self-treat and was provided ¿jubin¿ (glucose) by the wife and no further information was reported. There was no report of death or permanent injury associated with this event.